Event description:
It was reported that the patient experienced a lack of therapeutic effect. The pump was reported to be empty. The patient was raped and beaten so badly that her pump flipped. The hcp manually flipped pump. He initially wanted to do it surgically, but the patient declined. The area over the device was swollen to the size of a balloon. The patient was able to grab the pump through her skin from the side. The patient has since moved to another area and has not found an hcp to manage her pump.